Event description:
The dealer reported that the user caught the attendant control on a door knob and became stuck in the doorway. Family members had to assist the user to free him from the doorway. No injury is associated with this issue.